Event description:
Patient reported through sus voluntary event report (mw5189919), "progressive complications including capsular contracture advancing to baker grade IV, confirmed implant malposition" and "permanent muscular injury and malposition and significant muscular injury were confirmed intraoperatively". This record is for the left side. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5189919 MDR report key: (B)(4). This report was impacted by emdr scheduled maintenance occurring july 22-26, 2026. The events of capsular contracture baker grade IV and muscle/tendon damage (muscular injury) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, muscle/tendon damage (muscular injury)